Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device has strange smell and will not go off screen. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, it is observed that blower with electrical damage, contamination of inlet/outlet seal, blower box and air outlet port. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.

Manufacturer narrative:
The manufacturer previously reported information in reference to a ds2adv auto CPAP device. The patient alleged noticing device has strange smell and will not go off screen. This notification was opened for review for information received that a device has strange smell and will not go off screen. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.